Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer used cold insulin to fill the cartridge which is considered off label. Customer¿s blood glucose level was 73 mg/dl. Customer declined loading a new cartridge and will continue to use existing cartridge.